Event description:
It was reported that the device was used during a bariatric procedure. The reload did not completely fire and upon inspection it appears the staple was cracked. The same device and a new reload was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge, damaged one piece sled. Additional information was requested, but unavailable: the cartridge was returned fully fired and damaged at the knife slot area. Furthermore, the one piece sled was noted to be damaged. It is possible that the device was attempted to fire on ticker tissue than indicated or possible through a hard object. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.